Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-24104, 24105. The pt was implanted with three peripheral scs leads. It is undetermined which of the leads was explanted, therefore, all possible devices are being reported. It was reported the pt has one of her peripheral (off-label) leads explanted because of ineffective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.